Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 800 mg/dl. The customer stated that after changing the infusion set the device started to alarm no delivery. The customer removed the infusion set and noticed that the cannula was bent. No further information was provided.